Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the drill guide. The instrument broke while attempting to drill the screw hole through. The inserted cup was removed and another drill guide in the set was used. There was no delay to surgery. The patient has a history of left total hip arthroplasty. No compromise to patient, who left the operating room in normal time. The sheared surfaces appear consistent with applying a bending moment. The representative was not present at the time of surgery. The device was returned. Multiple attempts were made for additional event/patient information, no responses. There is no additional information from the contacts about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Findings: the sheared surfaces appear consistent with applying a bending moment to the drill guide while using a drill, causing the weld between the drill guide tip and the drill guide shaft to break. Most likely underlying cause: based on previous investigations, the broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld between the drill guide tip and the drill guide shaft. Rmr review: the risk is captured. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The sheared surfaces appear consistent with applying a bending moment. An investigation was conducted: based on previous investigations, the broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, which led to fracture of the weld between the drill guide tip and the drill guide shaft.